Event description:
It was reported that pacing impedance was too low and out of range (200 ohm) as noted via home monitoring. The lead was implanted and in service for approx. 132 months. The lead was rendered inactive and left in the patient and a new lead was added on (B)(6) 2023.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between february 2023 and april 2023 recorded the pacing impedance around 200 ohms with a single decrease to <150 ohms at the end of the recording period. The pacing threshold trend curve showed a decrease from 1.8 v to 1 v by the end of february with a subsequent slight increase to 1.5 v and further progression around 1 v until the end of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.